Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14-volt battery not charging as intended was confirmed via the battery¿s functional analysis. The returned 14-volt battery (serial number (B)(6) displayed 0 out of 5 bars on the fuel gauge upon arrival, and the battery was not accepted for charge in a known working test universal battery charger (ubc), displaying a b0001 error code with a red light. The battery was functionally tested alongside a mock loop and underwent a charge/discharge test, and the battery performed as intended during these tests despite not being received for charge correctly in a ubc. The battery was opened and troubleshot, and an atypical signal was measured on the battery¿s system management bus and voltage regulation circuitry which connects directly to a few of the battery¿s metal contacts, causing the battery to not charge correctly which would cause a b0001 error to occur. After circuit analysis was performed, the battery was placed back into a test ubc and was able to fully charge as intended to display a green light. As the issue resolved during troubleshooting, the root cause of the reported event, which was isolated to an issue with the main printed circuit board, was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users on how to properly use, charge, and calibrate 14-volt batteries. If a red light status becomes active on the ubc while the battery is charging, users are advised to not use that battery. The patient handbook also instructs users on how to check the current relative charge of the 14-volt batteries. Two batteries are expected to power the system for approximately 17 hours, and this can vary depending on activity level. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook can be found on the eifu page of the abbott website. Device history records (DHR) for the 14-volt battery reside with the original equipment manufacturer (OEM). However, the 14-volt battery was observed to have passed all initial manufacturing testing per the manufacturing test datasheet. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient came to clinic with a battery that was not functioning/charging. It stated it was not charging and had the red light on the charger. The battery was replaced.